Event description:
The distributor reported that a foreign object was identified in the fluid path of the transducer included in the kit during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: one unused device was returned for evaluation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. The device was visually inspected and contaminant larger than the specification was found in the fluid path. The complaint is confirmed. No root cause was determined.